Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a tool reader. The reader confirmed that 4 used remain. The instrument was then placed on the system. The system did not show 0 used left. The same result occurred when the instrument was placed on a different patient side manipulator (psm). The instrument was driven and moved intuitively with full range of motion in all directions. All components function properly. Engineering also observed the distal end of the main tube to have light scratch marks directly above the proximal clevis, likely due to instrument collisions. Electrical continuity passed. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings : handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the maryland bipolar forceps instrument showed 0 uses left and then changed to having 4 uses left. No additional information was provided. No patient harm, adverse outcome or injury was reported.